Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt - right), while performing a premature ventricular contraction (pvc) ablation, it was noticed that the patient¿s blood pressure was low. A cardiac echo revealed a pericardial effusion. A pericardiocentesis was being performed and the patient appeared stable. The customer noted that no other catheters other than the ablation catheter were utilized.

Manufacturer narrative:
The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. The concomitant products: carto 3 system (serial number (B)(4)); coolflow pump (serial number (B)(4)); stockert 70 (serial number (B)(4)); (B)(4).